Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer's blood glucose reading was 502 mg/dl at the time of incident and at the time of the call. The customer indicated that they do not feel comfortable with the pump and have switched to their back up plan, which is an old pump. Customer declined to troubleshoot and indicated that they will change out the infusion set and reservoir. Customer was advised to monitor the pump and blood glucose and call back if any further issues.